Event description:
The patient reported that the pump dispensed insulin during load cartridge phase with several different cartridges.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed an out of calibration force sensor, a damaged force sensor assembly, and contamination on the force sensor. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing; during the load step the pump did not detect the cartridge and emitted a no cartridge detected warning. Unrelated to the complaint, the battery compartment was found to be cracked and the battery cap was found to be stripped. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time; 2531779-03/24/2010-003-r.